Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two hours post implant of a leadless implantable pulse generator (ipg), the patient passed away. It was noted that during implant, two deployments were performed at the lower septum but high thresholds were observed so reimplantation was performed with deployment successful on the third attempt. It was noted that the patient became hypotensive and they experienced cardiac tamponade that occurred from a cardiac perforation. Pericardial puncture and cardiopulmonary resuscitation were performed but the patient passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the leadless ipg exhibited pericardial effusion, drainage was preformed and percutaneous cardiopulmonary support was initiated. It was noted that the tines may have penetrated through the myocardium.